Event description:
The customer reported one fourth cup of diluent leaked underneath the coulter lh 750 hematology analyzer onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the brown stripe tubing at pinch valve (vl4b). The customer replaced the tubing and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).